Event description:
No delay in pt diagnosis. Full review of the slide during qc showed abnormal cells outside the 22 fields of view (fov). (B)(4) agreed there were no triggers seen in the 22 fov to prompt autoscan. Slide was not returned to corporate for further eval.